Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection and an event history log review, confirming the reported condition. The cause of the insert slide clamp alarm was determined be out of calibration slide clamp sensors. These sensors were recalibrated to resolve this condition. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump was observed exhibiting an "insert clamp" alarm. The reporter stated that there was no patient involvement associated with this occurrence. No additional information is available.